Event description:
The patient had worn the pump in an MRI machine. The pump had over delivered and it had been removed. The patient received glucagon, dextrose, and a large carb load. Two hours after the MRI the patient was stable. The patient has since recovered. The hospital's radiology department had received the animas letter concerning pumps and MRI's, but the MRI had been administered by the weekend staff. The patient had also received a letter warning against exposing the pump to an MRI.